Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of leakage at site of with eight infusion sets on (B)(6) 2024. Infusion sets were used for up to 2 days. Blood glucose level was displayed high at the time of the event. Therefore, patient changed infusion sets, cartridge and gave a correction bolus via pump. Patient replaced infusion sets and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).